Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, g1.

Event description:
Healthcare professional reported "deflation" against left device. Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.